Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing low blood glucose of 35-42 mg/dl for the past month every day after lunch and dinner. He has not changed his diet or lifestyle. He adjusted his boluses per his physician and is unable to resolve the issue. He believes the infusion device delivers too much insulin. He switched to the backup infusion device and his blood glucose increased. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.